Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. A visual inspection of the returned device found that the fiber body was broken into two pieces. Microscopic inspection found that the tip is in good condition, and the connector has no defects. A functional test was performed and confirmed that the fiber may not be used anymore. A labeling review was performed on the device instructions for use (IFU). The IFU cited to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to the manufacturer for a replacement. A device history record review (DHR) was performed and confirmed that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. There was no reported complaint, thus a complaint confirmation could not be done. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. Based on the information available, the most probable cause was traced to component failure which indicates "expected or random component failure without any design or manufacturing issue".

Event description:
It was reported that one lighttrail device was returned. There was no report of patient or procedure involved. Analysis of the returned device found that the fiber body was broken.